Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced low battery alarms when pump was infusing at 78 ml/hr for a little over 2 hours. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A low battery alarm does not interrupt therapy and therefore would not lead to patient harm. This event should not have been reported.